Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the device was fractured near the hub. If the cat7 is torqued against resistance during use, damage such as a kink and subsequent fracture may occur. It was reported that the physician had difficulty torquing the cat7 within the stent due to a chronic clot. This likely contributed to the resistance. Further evaluation revealed a kink on the catheter. Based on the reported complaint, this damage was likely incidental and occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. It was reported that the patient had a stent in the iliac artery prior to the procedure. During the procedure, while advancing the cat7 through the stent, the physician experienced resistance. Therefore, the cat7 was removed. Upon removal, the mid-shaft of the cat7 was found to be kinked. The physician then advanced the sheath closer to the stent and used another cat7 to complete four passes. Upon removal, the physician noticed that the cat7 was broken at the hub. It was reported that the physician had difficulty "torquing" the cat7 within the stent due to a chronic clot. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.